Event description:
It was reported that a flo-gard infusion pump over-infused during infusion. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection, functional testing and accuracy testing were performed. All tests passed successfully with no issues noted. The reported issue could not be verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.